Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly, harm reported, with no allegation of device deficiency. The customer reported blood glucose value of 2.8 mmol/l. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-1885. Customer reported low bgs. Customer has been using the insulin pump system within 48hrs of reported low bg event. No further patient complications were reported. Product return status for mmt-1885 is yes.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08730 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 23.9 units of normal bolus was delivered on 03/17/2024 between 02:18:05.000 and 21:43:47.000. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked battery tube threads, corroded motor home switch, corroded battery tube, and cracked case- corner of the belt clip rails. The p-cap/reservoir does lock properly. Pump passed functional testing and no over delivery anomalies noted during testing. Unable to confirm alleged low bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.